Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d4 lot. H 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h6. Type of investigation, h 6. Investigation findings, h6. Investigation conclusions. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. H6 component code: g07002 - no device problem found. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the adapter from the vraas1 device was returned attached to the syringe holder with pre-filled syringe empty. In an attempt to replicate the reported incident, the device was functionally tested to detect any connection issues. Upon evaluation of the device, it was functionally tested, and the luers move correctly and can be both tightened and loosened without issues observed. In an attempt to replicate the reported incident, the device was functionally tested to detect any leakage issues. Upon evaluation of the device, it was functionally tested and clogged was observed in one side of the adapter. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3336831 mfg date: 03/02/2023, exp date: 03/09/2028. Batch 3296666 mfg date: 11/28/2022, exp date: 11/11/2027. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h6. Medical device problem code. Additional information: lnstituto grifols s.a. (Ig), upon the reception of the notified incident, it was requested additional information regarding if the product was administered to the patient as well as the availability of pictures/samples. No additional information was received to date. According to our standard procedures, ig initiated an investigation focused on: a. Investigation of the dual applicator tip: considering the nature of the reported incidence, it was requested to ethicon to carry out an investigation of the batch of tip involved, as eth icon is the supplier of veraseal dual applicator tip. The investigation was focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batch met the established specifications with no incidents related. B. Results of quality control performed at ig facilities. Ig reviewed the results of the quality controls performed to batch a04h11941 and the incoming materials (tips) involved in the notification. Specifically, a review of the results related to product functionality for the involved batch was performed. The results were found correct within specifications. Moreover, a review of the results related to the luer lock functionality performed to incoming tips kitted with the involved batch a04h119411 was performed. The results were found correct within specifications and no deviations were detected. C. Review of the retention samples. To continue with, review of the retention samples was performed. One unit of the retention samples of the involved batch was thawed and applied by spraying. No incidences were detected during the preparation of the product. The results were correct: the appearance of the product after thawing was correct and no anomalies were identified when spraying the product. Even though a definitive root cause cannot be determined, attending to the investigation conducted, it can be concluded that the reported notification is not related to the quality of the product neither to the components kitted within. We would like to remark the importance of following the leaflet instructions and highlight the following indication: attach the dual applicator to the syringe holder. Tighten the luer locks and ensure the dual applicator is firmly attached. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: instituto grifols final letter addendum: the involved device was returned to ethicon for evaluation. The investigation conducted by ethicon indicated the following: ¿ visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the adapter from the veraseal device was returned attached to the syringe holder with pre-filled syringe empty. ¿ in an attempt to replicate the reported incident, the device was functionally tested (unscrew the luer locks) to detect any issue. Upon evaluation of the device, the luers move correctly and can be both tightened and loosened without issues observed. The device was fully functional according to the manufacturing requirements. Clogged was observed in one side of the adapter. ¿ as part of ethicon's quality process all devices are manufactured, inspected, and released to approved specifications. According to the results provided by ethicon, no conclusion could be reached as to what may have caused the reported incident. Even though a definitive root cause cannot be determined, attending to the investigation conducted, it can be concluded that the reported notification is not related to the quality of the product neither to the components kitted within. We would like to remark the importance of following the leaflet instructions and highlight the following indication: attach the dual applicator to the syringe holder. Tighten the luer locks and ensure the dual applicator is firmly attached. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. Changing to a long tip for an endoscopic surgery. The gray spiral was stuck and could not be locked tightly when it was connected, causing the medicine to leak from the connected interface. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. H 6. Medical device problem code: a27 ¿ connection issue. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 2. How many times have they applied the laparoscopic tip? 3. Was a sales representative present during the case when the issue was experienced? 4. Were there any unexpected outcomes or complications as a result of the event? 5. Are there pictures of the damaged device available? Additional information: d4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3296666 and 3336831. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.